Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 clarifier- indication for use was added as the pre-close technique was not used when closing a large-bore hole with a sheath greater than 8f. The prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of a large-bore hole in the right common femoral vein using three prostyle devices, at three femoral vein access holes, after an electrophysiology procedure. Reportedly, as with the proglide there were no sutures with one prostyle device. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for this product was not performed because the lot number was not reported. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The pre-close technique was not used when closing the large-bore hole with a sheath size greater than 8f. The electronic proglide instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique is required. The IFU deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.